Manufacturer narrative:
Evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient spinal therapy for her niated disc. It was reported that there had been no problems until the subject was in focus, but black spots appear in the center of the screen when the subject was focused, and drilling was performed. There was patient involved in the event and no further complications reported regarding the event. Additional information was reported on (B)(6) 2020 it was said that the same event was once seen in the product purchased in march 2020 in the past.